Manufacturer narrative:
Product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the paddle had been explanted from the epidural space and that the health care professional had cut the part of the lead near the implantable neurostimulator (ins) about 2 weeks prior to report. The reporter was unsure how the cut-lead end was insulted or if it was capped. It was noted that the patient was diagnosed with radiculopathy and had to have an MRI of the chest. It was later reported that the ins would be removed for an MRI.